Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with bleeding lcd glass . Unable to perform any testing. The unit p-cap / test reservoir locks in place properly and no anomaly noted. The following were noted during visual inspection: bleeding lcd glass, cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, broken belt clip rails, missing display window/cover and pillowing keypad overlay. Cosmetic damage was confirmed at lcd window. Cracked case (battery tube). For additional information regarding the tests performed refer to d00854230 ¿appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1711kl. Troubleshooting was performed and found the whole pump was cracked on the front display. No harm requiring medical intervention was reported. Mmt-1711kl was returned for analysis.